Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the routine pump replacement procedure they were unable to aspirate the catheter. The patient had not been experiencing any problems. During the procedure, they tried aspirating with the old and new pump attached to the catheter multiple times. The physician then decided to do a back table prime. No changes were made to the catheter. The catheter was still in use. The cause for the inability to aspirate was unknown.